Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: ec38-i10l-us is available in the USA with a 510k number: k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, our technician confirmed that the insertion flexible tube buckled, the u/d pulley wire worn out, the segment steel braid rupture, and the r/l pulley wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls. Therefore, based on the technical report, ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.